Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2011, a cardiovascular event and subsequently expired on (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products; associated with MDR reports: 1225714-2014-00853, 1225714-2014-00854, 1225714-2014-00855 and 1225714-2014-00856.